Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50mm x 32mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. The mid-section of the stent had stent struts lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple hypotube kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19jan2021. It was reported that crossing difficulties were encountered. The 95% stenosed, target lesion was located in a severely tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed with a 2mmx15mm non-bsc balloon catheter. A 2.50 x 32 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries reported. However, returned device analysis revealed a stent damage.